Event description:
MFR's ad says "immediate pain relief without drugs." The ad was taken from prevention magazine. (January issue). Rptr wants the FDA to enforce the 1976 device act against the stimulator and take it off the market. The co is making false claims regarding this device. Rptr's understanding is that the FDA confiscated 16000 of the stimulators. (*)